Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device llk540 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. Before opening the package, a nurse noticed that the needle had been protruded from the inner package in the sterilized package. It was not used, and another product was used for the patient. There were no adverse consequences to the patient.